Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances of 200ohms in the right ventricular channel. Technical services (ts) was contacted and recommended further evaluation. In addition, it was later reported that further evaluation was conducted, a switch to a different impedance vector was performed, and continuous monitoring was going to be provided. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances of 200ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and recommended further evaluation. In addition, it was later reported that further evaluation was conducted, a switch to a different impedance vector was performed, and continuous monitoring was going to be provided. This crt-d remains in service. No adverse patient effects were reported. Additional information was received stating that the cause for the rv shock impedances greater than 200ohms was a suspected fracture in the superior vena cava coil of the rv lead. The impedance vector was changed, and continuous monitoring was going to be provided. This crt-d remains in service. No adverse patient effects were reported.